Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact; no damage was observed. The keypad was observed to be worn and all keys were illegible, however, a worn keypad does not have an effecton insulin delivery function. The sticking response of the keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately with normal spring back with no excessive force required. The keypad was removed and evidence of contamination was found under the up arrow, down arrow and contrast key contacts.